Event description:
It was reported that the right ventricular (rv) lead had high thresholds due to dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix fully retracted with blood and tissue in it. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. Concomitant product: 407652 implantable pacing lead (B)(6) 2013. (B)(4).